Manufacturer narrative:
Concomitant medical products: product ID: synch ii, 8637-20, serial# (B)(4), implanted:(B)(6) 2015, product type: pump f. (B)(4).

Event description:
Information was received from a health care provider (hcp) via representative regarding a patient in (B)(6) who was receiving bupivacaine 50 mg/ml at a dose of 34 mg/day and clonidine, since (B)(6) of 2012, via an implantable pump. The concentration and dose of clonidine was not known. The lot numbers of both medications, concomitant medications, and medical history were not obtainable. It was reported that "a few weeks ago" the patient started to develop new pain in both legs and difficulty walking. Diagnostic testing/troubleshooting included a magnetic resonance imaging (MRI) scan was performed on (B)(6) 2015 revealing a granuloma at the tip of the catheter. From the session report provided which occurred on (B)(6) 2015 at 07:57 a motor stall was noted in the pump logs on (B)(6) 2015 at 15:19 and a recovery that same day at 16:02. The pump was programmed at minimum rate on (B)(6) 2015 by physician as well. The same session report noted "bupivacaine-clonidine 50 mg/ml at .310 mg/day". On (B)(6) 2015, surgical intervention occurred to remove the granuloma and intrathecal catheter. After the laminectomy, pus was observed as well as the granuloma. According to the neurosurgeons, the catheter was placed epidurally and not intrathecally. The decision was made not to re-implant the intrathecal segment of catheter. The removed catheter was sent to pathology lab and no catheter will be sent for analysis. The issue was not resolved at the time of the report. Additional information was requested for the catheter serial number, catheter details, and patient outcome/status but it was not available at the time of this report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
On 12-05-2015 additional information was provided by the representative who reported that the serial number of the (B)(4) was not available. It was clarified that only the intrathecal portion of the catheter was removed and set to the pathology laboratory. The other portion of the catheter remained in the patient and connected to the pump. The pump remained implanted and programmed to minimum rate. It was unknown if a different catheter was implanted or another catheter was to be implanted at a different date. The MRI reportedly had occurred at the same time that the motor stall and recovery occurred on (B)(6) 2015 at approximately 3-4 pm. The patient was currently being substituted with pain medication. Ambulation was fine and the patient was still receiving antibiotics. Should additional information be received, a supplemental report will be filed.